Manufacturer narrative:
No device was returned for inspection. Photographs provided show discoloration and wear debris of femoral neck and the inside taper of the femoral head. This discoloration is indicative of corrosion. Review of the device history record report show no deviations or anomalies were noted in the manufacturing process for this lot. These devices are used for treatment. Review of the complaint history identified no previous complaints for the part lot combination. It was confirmed that the device was used in an approved and compatible combination. Adherence to rehabilitation protocols is unknown. Patient complained of hip and groin pain, and experienced multiple hip dislocations prior to revision. MRI revealed collections of fluid medially and laterally with the hip joint. Gluteus medius and minimus tears were also noted. Cobalt and chromium blood ion levels were found to be elevated, although it is not known how high the ion levels were. Further operative notes and relevant medical information could not be obtained. Based on the information presented, it is likely device corrosion has led to the onset of trunnionosis, however a definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4).other device used: catalog #0078480120, m/l kinectiv neck, lot #61127524 - manufactured by zimmer (B)(4). Catalog #00630505032, triology longevity crosslinked liner, lot #61227284 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that a patient underwent hip arthroplasty revision due to continued hip and groin pain, and multiple dislocations. Aspiration prior to revision revealed elevated cobalt and chromium levels. After removing the femoral head, it was noted both the head and kinectiv neck trunnion showed signs of metal wear.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. PMA 510(k): part: 00801803202 lot: 61238166 (510k k953337); part: 00784801200 lot: 61127524 (510k k063251).

Manufacturer narrative:
This follow-up report is being filed to correct information. Correction: update date of event to capture date of event (B)(6) 2016.